Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a lap assisted total gastrectomy, while performing esophagojejunostomy, the suture was not cut. When removing the device, the suture was remained on the anvil. To correct the problem, both side of the remaining suture was cut by scissors in the abdominal cavity. The anvil, the handle, and the suture were removed. While removing the handle, resistance was noted. The donut tissue was c-shape and was not resected completely. A leak test was performed and additional anastomosis was performed. There was unanticipated tissue loss. The case was not extended by more than 30 minutes, there was no tissue damage, and no bleeding reported in excess of 500cc. Patient status: stable.

Manufacturer narrative:
(B)(4). No reinforcement material was used. Post market vigilance (pmv) led an evaluation of one eea xl 21mm single use stapler with 3.5mm staples and one dst series orvil automatic 21mm device opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The orvil anvil was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. A review of the device history records indicates these device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The file will be closed as a misuse of the product. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut.